Manufacturer narrative:
Device analysis report attached. This report is submitted on july 12, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection (site of infection not confirmed). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
There is now a reported inf which was treated with oral and IV abx and a hospitalization. This report is submitted on july 28, 2023.